Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. The device was tested on the bench and damage to the high voltage circuitry was noted. The cause of the output circuit damage could not be determined. Review of egms showed vf detection, followed by a hv shock. After the shock, noise appeared on the v-sensing channel.

Event description:
It was reported that the presented to the clinic after receiving inappropriate therapy. The device displayed an alert for possible output circuit damage. Additional therapy was aborted due to the alert. The ICD and lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.